Event description:
Caller reported two (B)(6) results when laboratory was assessing two blind accreditation samples. Accreditation organization indicated the two samples tested were spiked concentrations of 50mlu and 70mlu hcg. Quantitative test on samples showed concentrations to be 30mlu and 50mlu. Customer images do show very faint line present and would be assessed as (B)(6) though faint line is very subjective. Customer informed that, as per package insert, for very low concentrations of hcg, faint lines may develop after extended period of time and as such the 5 minute read time with more developed lines is valid and shows (B)(6) result.

Manufacturer narrative:
Investigation pending.